Event description:
Caller reported a malfunction on the pump, which was identified with malfunction code malf 0 and fault ID 0-0x219e. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, cts arranged to send a replacement pump with updated software to the customer. Additionally, the customer was informed about the necessary steps for using the new pump and returning the malfunctioning one. The customer also planned to use mdi as backup therapy until the replacement arrived.